Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/16/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: evaluation revealed evidence of contamination under all of the keypad button contacts. Unrelated to this issue, the keypad was found to be torn over the down arrow. All of the keypad buttons responded appropriately.